Event description:
The pt underwent bridging plate placement in 1995. When the pt masticated at breakfast time, he had an uncomfortable feeling with a strange snap noise at the left under jaw in 2005. The surgeon found the bridging plate fracture, and performed retrieve surgery two months later.